Event description:
It was reported that over-sensed noise was present on both the right atrial (ra) and right ventricular (rv) leads. The leads were explanted and replaced. The patient was noted as being stable.